Event description:
Iabp alarm went off, low augmentation. No arterial waveform noted. Assessed pt, no distress, attempted to flush heparin line without success. Attempted to aspirate blood without success. Balloon pump pulled. No harm to pt.